Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that the reported problem relating to no video display was verified. As a result, the main housing, front panel and main knob was replaced. The damage is not consistent with normal wear and tear but from mishandling of the unit. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.